Event description:
A failure code 810:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 810:04 was confirmed. Feild corrective action has been initiated.